Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damaged occurred. The details of the lesion are unknown. The 3.50x16mm taxus liberte stent was unable to cross the lesion. It was noted that the stent was flared. The procedure was completed with another of the same device. The patient status is listed as good with no complications reported.

Manufacturer narrative:
Device evaluated by manufacture: a visual and microscopic examination identified mid stent damage. The struts on 1 row were raised distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood and solidified contrast media were present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo and the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).